Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left main (lm) and left circumflex (lcx) arteries. Following pre-dilation, a 3.5x20 synergy drug-eluting stent was deployed in the lm. A 2.5x24 synergy drug-eluting stent was advanced into the lcx and when the 2.5x24 synergy des was pushed, it became stuck between lm stent struts. As it was removed, the stent lengthened out and the implanted 3.5x20 synergy des was deformed. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.